Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to access anything on the server, and it was behaving as though the account had been deleted. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.